Manufacturer narrative:
(B)(4). The returned valve was patent, passed reflux testing and met all specifications for pressure-flow and preimplantation testing t 0 cm hydrostatic pressure. The valve did not meet the requirements for siphon testing, which precluded measuring of pressure-flow at -50 cm hydrostatic pressure. Proteinaceous debris was found on the interior of the valve, particularly inside the delta chamber. Debris within the valve may interfere with the anti-siphon device, resulting in siphoning. The device did not meet the requirements for leak testing due to a small tear in the top of the delta chamber. There was also a tear in the sheeting, near the inlet connector. This tear did not extend into the interior of the valve and did not cause a leak. It is unknown how or when these damages occurred. The reported event stated that the tear occurred preoperatively, but the proteinaceous debris found within the valve indicates that the device was used on a patient. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. It also suggests that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
The right hand side of the base close to the ventricular connection was found split at the time of testing.